Event description:
The lead was returned to the manufacturer with no claims of performance issues or patient complications. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead in segments was returned and analyzed and the inner insulation was breached, metal induced oxidation. There was blood/ body fluid in all conductors (not obstructed) and there was blood in/on the helix mechanism. The outer insulation was pulled apart (overstress) and there was a environmental stress crack. There was inner insulation cosmetic metal induced oxidation and the lead was stretched.